Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose ranged from 300-500 mg/dl. Reportedly, the customer used the cartridge for longer than 48 hours with humalog insulin. Tandem's technical support educated the customer on cartridge/insulin labeling.